Event description:
During an elective device exchange, damage was visible on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that, noise resulting in oversensing causing pacing inhibition was observed on the rv lead.